Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient¿s catheter was revised on 2013 (B)(6) because, the patient was not getting enough effect ¿as far as where the pain was being addressed¿ so the catheter was moved down. It was noted, the catheter was potentially located too high on the spine. A follow-up report will be sent if additional information becomes available.